Manufacturer narrative:
Continuation of d10: product ID 97755-s. Serial# (B)(6). Implanted: (B)(6) 2021: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: (B)(6) 2022, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they were having problems with the recharger. The controller was not recognizing that the recharger was over the implant. When patient would do the passive recharge mode, the numbers would go from 0 to 3 or 4 and then back to 0. Patient also said that the relay box on the cable of the paddle would get hot. Patient said that last week they had a problem charging the implanted neurostimulator. Thursday they put it on charge and it just charged like quickly. Saturday they tried to charge it and it was doing that same issue. Patient had been trying every 3-4 hours to charge and they were not getting anything. Patient saw no visible damage. Patient entered passive mode and reported 0-0-4. Patient confirmed no falls or trauma to implant site. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger. No symptoms were reported.